Event description:
It was reported to boston scientific corporation that during an anterior apical prolapse repair using an uphold vaginal support system, as the physician was placing the first mesh leg assembly of the uphold device, "the capio needle on one of the [legs] came off." Reportedly, the needle detached "right at the needle," and the detachment occured outside the patient. The physician completed the procedure with this uphold vaginal support system with no complications to the patient, who is reportedly "okay" post-procedure.

Manufacturer narrative:
(B)(4).